Event description:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2007 and on (B)(6) 2010 and mesh was used during each surgery. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that the patient experienced increased irritative voiding, symptoms of urgency, hesitancy and obstructive symptoms and underwent removal on (B)(6) 2007. It was reported that following insertion of the mesh, the patient experienced pain, urinary problems, dyspareunia and other outcomes. No additional information was provided.(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2013-02278. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-02278. The same patient is represented in each medwatch. (B)(4).

Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence, menometrorrhagia, cystic ovaries, uterine prolapse and cystocele and mesh was implanted. It was reported that the patient had a concurrent procedure of a laparoscopic assisted vaginal hysterectomy/ right salpingo-oophorectomy and cystoscopy performed during mesh implantation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary incontinence, foul smelling and cloudy urine.

Event description:
It was reported that following insertion the patient experienced urinary incontinence, foul smelling and cloudy urine.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infections, urinary frequency, nocturia, and urinary retention.